Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 20 x 4.00 promus premier¿ stent was advanced to treat the lesion. However, before inflating the balloon, the physician noticed an unusual strut design at the distal part of the stent. The device was removed from the patient's body and the procedure was completed with another promus premier¿ stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 4.00 x 20mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified damage. Strut segments 1-7 from the proximal end of the device were undamaged. The remainder of the struts were damaged and stretched in a distal direction with the most distal struts extending to the distal tip of the device. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device revealed no issues with the hypotube. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID: (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 20 x 4.00 promus premier¿ stent was advanced to treat the lesion. However, before inflating the balloon, the physician noticed an unusual strut design at the distal part of the stent. The device was removed from the patient's body and the procedure was completed with another promus premier¿ stent. No patient complications were reported and the patient's status was stable.